Event description:
On (B)(6) 2010, a patient with short proximal neck underwent aaa repair. The procedure consisted of placement of a zenith main body graft, a zenith iliac leg graft and another manufacturer's stent graft because the left access route was too thin. Proximal type I endoleak due to the short neck was observed, but solved by additional placement of another manufacturer's stent. However, the patient complained of pain when a balloon was inflated to expand the other manufacturer's stent, and a dissection in the lower part of the left renal artery was confirmed by angiography and ivus. (1820334-2010-00531). The physician judged that placement of a renal stent would not help much, and decided to take a wait-and-see approach by plain CT and echocardiography. The patient is doing fine after the procedure.

Manufacturer narrative:
(B)(4). The product or images have been received to assist in this investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warning/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites. The IFU specifically states that the device is intended for use in patients with non-aneurysmal infrarenal aortic segment that is at least 15mm in length. Follow up guidelines: the patient's short proximal neck likely contributed to the reported type 1a endoleak. Details concerning anatomical determinants were not provided and without additional information or images we are unable to comment on the patient's suitability for evar. At this time, there is no indication that a design or process induced failure of the device resulted in the reported endoleak. The endoleak was resolved after placement of another manufacturer's stent. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with the inclusion of the event. Risk mitigation is not required at this time.